Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the delivery issue was patient's related due to patient¿s known aortic valve pathology. The cause of the injury was not determined due to insufficient clinical details.

Event description:
The patient is an 87-year-old individual with a history of coronary artery disease, reduced ejection fraction, hypertension, peripheral vascular disease, moderate aortic stenosis, paroxysmal atrial fibrillation, bilateral carotid endarterectomies, significant bradycardia, a prior femoral-to-femoral bypass, and renal insufficiency. The patient was planned for percutaneous coronary intervention. Further evaluation with transthoracic echocardiography demonstrated severe, low-flow/low-gradient aortic stenosis with an aortic valve area of 0.7 cm². Prior to the planned intervention, the aortic valve was crossed using a pigtail catheter and a wire exchange to a 0.018-inch guidewire was successfully completed. The impella device was prepared, and multiple attempts were made to advance it across the aortic valve; however, the valve could not be crossed. The physician subsequently removed the impella device and proceeded to complete the pci. A complaint was filed related to the inability to advance the device. Anesthesia and vasoactive medication support were initiated as clinically indicated. The patient remained hemodynamically stable following the procedure. The physician was satisfied with the clinical outcome and expressed appreciation for the on-site support provided by abiomed. Based on the clinical assessment, the inability to advance the impella device was most likely attributable to the patient¿s known aortic valve pathology rather than to any malfunction of the impella cp device.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.